Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing weakness in her legs. The physician stated that the issue may be due to the paddle or due to the patient's narrow epidural space. The patient underwent an explant procedure. The patient was doing well.